Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(6) 2019, it was observed that the label of the subject pacemaker was not printed identically to another label of the same product.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, it was observed that the label of the subject pacemaker was not printed identically to another label of the same product.